Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the procedure to implant a spinal cord stimulation (scs) system the patient bled excessively. Patient does not have a history of using anticoagulants. Physician added a drain and admitted the patient to the hospital for overnight observation.